Event description:
The customer stated that his blood glucose readings had been higher than usual. While troubleshooting, he performed control tests and received results of 377 and 401 mg/dl. The normal control ranges were 109-151 and 105-144 mg/dl. No adverse events were alleged. The customer was advised to return both bottles of test strips for eval. Replacement test strips and a new meter were sent to the customer.